Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. The initial investigation analysis revealed that on (B)(6) 2025 at 02:11 pm, the sensor glucose (sg) value was 2.3 mmol/l and no bg value was entered into the system. The system asserted a low glucose alert at 02:11 pm as sg value was below the low glucose alert limit, which was set at 5.1 mmol/l. The investigation analysis revealed instability in signal and reference channels on (B)(6) 2025 which likely caused the inaccuracy observed by the customer. A transmitter diagnostic log was requested from the customer to conduct further investigation. However, the customer stopped co-operating and did not want to continue with troubleshooting process. Thus, no further investigation was possible for this complaint and root cause of the inaccuracy could not be determined. B4. Date of this report: 15 may 2025. G3. Date received by the manufacturer? 15 may 2025. D1 and d2a updated. D4. Additional device information updated. H3. Device evaluated by manufacturer? Yes. H6. Component code updated to 510. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where patient reported receiving low glucose alerts even when the blood glucose (bg) measurement did not show low glucose. The event happened on (B)(6) 2025 between 1:30 and 3:00 pm. The patient reported that sensor glucose (sg) reading was 2.3 mmol/l and bg was 10.8 mmol/l. The patient received a low glucose alert since sg value was below low glucose alert level.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.